Event description:
Reported via clinical study. It was reported transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx closure device was implanted on (B)(6) 2022. The patient was subsequently discharged. On (B)(6) 2026, the patient was admitted to the hospital with symptoms of dizziness and gait instability. Magnetic resonance imaging (MRI) was performed as part of the evaluation and the patient was diagnosed with a tia. The patient symptoms had resolved within 30 minutes after arriving to the hospital. There was no intervention required. At the time of the tia, the patient was on aspirin (81 mg/day). The patient remained hospitalized for observation and was discharged on (B)(6) 2026.